Event description:
Patient reported left side "hardening and calcification". Additionally healthcare professional reported capsular contracture baker grade lll. Device has been explanted. Patient reported they had breast implant device placed at 14 years old.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hardening and calcification", capsular contracture baker grade iii.